Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult to remove the clip delivery system (cds) from the steerable guide catheter (sgc) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced in b5 and d11 is being filed under separate medwatch report.na

Event description:
This is filed to report during withdrawal of the cds, the clip got caught with the sgc tip and damaged the soft tip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips implanted successfully, reducing mr to 2. A third clip delivery system (cds) was advanced to the mitral valve to further reduce mr. The clip was placed but mr reduction was not adequate for the clip to be used. Therefore, it was decided to not deploy the clip, the clip was closed and retracted into the steerable guide catheter (sgc). However, the clip arms got caught with sgc tip. The cds was advanced to left atrium and the clip was rotated. The clip was able to be retracted into the sgc, but the sgcs tip was damaged (torn). There were no other issues with the devices. Both cds and sgc were removed from the patients anatomy successfully. Two clips implanted, reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.